Event description:
The customer called in for help with her meter. She stated that she had performed a control test and received a result of 60 mg/dl. The normal control range was 111-160 mg/dl. The customer did not allege any adverse events. The meter is to be replaced at the customer's insistence. The test strips and meter are to be returned for evaluation. Replacement products will be sent.